Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with unknown mentor gel breast implants has experienced postoperative bilateral capsular contracture, baker grade unknown. Capsular contracture was confirmed by a physician. As a result, the patient underwent explantation and replacement with non-mentor devices on (B)(6) 2020. This medwatch report is for implant 1 of 2.